Manufacturer narrative:
The following devices were also listed in this report: howemedica kinematic standard bushing; cat# unknown; lot# unknown. Howemedica kinematic standard bushing; cat# unknown; lot# unknown. Howemedica kinematic neutral bumper; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to pain and swelling. A howemedica kinematic knee consisting of a small 11mm tibial insert, two standard femoral bushings, and a neutral bumper were revised. It was found that the patella was loose and floating in the joint. Rep confirmed that aside from pictures, no further information will be released by the hospital or surgeon. The surgeon made the decision to leave the native patella and not revise it.